Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. The numbers did not ramp up on their own or the scroll bar move with no input. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's down arrow button was sticking. The numbers on the bolus screen scrolled nonstop. He dropped the insulin pump on the floor. The insulin pump had cosmetic damage on the plastic covering of the up arrow button. Customer's blood glucose level was 175 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.